Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The technical service representative (tsr) had the home patient (hp) cycle power for the hc. The hp stated that an unused line clamp was open. The tsr explained the alarm and had the hp cycle power again. The hp would restart with new supplies and notify the peritoneal dialysis nurse of the alarms. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2011 regarding the reported system error. The hp stated that she did have a clamp left open on an unused supply line. The hp stated she was instructed to start over with new supplies, which she did. The hp did not notify her nurse so she was advised again, that she really should let her nurse know and the hp stated ok. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.